Manufacturer narrative:
On 16-oct-2015, the customer reported that during replacement of parts inside the couch, the table fell down, which resulted in the field service engineer (fse) being injured. A philips fse was in the process of exchanging the vertical belt encoder on the patient support. The fse failed to use the green safety bar when performing the procedure. The patient support fell on his arms when he removed the vertical motor. The right and left arms were broken. A philips field support engineer (pfse) confirmed that the fse¿s left and right arms were both fractured in 2 places. The pfse confirmed that the fse has had two surgeries due to the injuries. The pfse confirmed that prior to removing the vertical drive motor to replace the vertical encoder belt, the fse had not installed the green safety bar, and when the motor was removed, the couch collapsed. A philips customer service manager confirmed that the fse was a (B)(6)-year old, male, philips fse. The treatment to repair the broken bones was surgery for both hands and forearms. The training records for the philips fse were verified. A different fse was dispatched to the site to finish the encoder belt replacement, as well as, replace the acs motor controller that was damaged as a result of the incident. The system is currently in clinical use and working as designed. Philips provides safety documentation including specific service safety manuals and maintenance procedures. Safety, while performing service, is achieved by complying with these procedures, adhering to provided warnings, and selecting the recommended tools for the tasks. The cause of this issue was determined to be fse error (failure to use the vertical green safety bar when servicing the patient support).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during replacement of parts inside the couch, the table fell down which resulted in the field service engineer (fse) being injured. A philips field support engineer (pfse) confirmed that the fse's left and right arms were both fractured in 2 places. The pfse confirmed that the fse has had two surgeries due to the injuries. The pfse confirmed that prior to removing the vertical drive motor to replace the vertical encoder belt, the fse had not installed the green safety bar and when the motor was removed, the couch collapsed. A philips customer service manager confirmed that the fse was a 31 year old male, philips fse.